Manufacturer narrative:
(B)(4). Above rated burst pressure. The device was discarded. Investigation is not yet complete.. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a mildly tortuous, 50-70% stenosed lesion in the left anterior descending (lad) artery. A 3x25mm trek balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilatation and inflated one time to 20 atmospheres (atm) when the balloon ruptured. Some of the balloon pieces were snared from the anatomy and other pieces could not be snared and were stented in place in the anatomy. After the procedure the patient seemed fine and was discharged from the hospital that same day. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon dilatation catheter (bdc) was overinflated to 20 atmospheres (atms) and the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is likely the IFU deviation resulted in the reported balloon rupture. The investigation determined the reported balloon rupture appears to be related to user error; however, the reported unexpected medical intervention, device embedded in tissue or plaque and removal of foreign body appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.